Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve, a post-operative echo cardiogram was performed. Subsequently, mild-moderate central tricuspid regurgitation was observed. It was noted the patient did not have any symptoms associated with the regurgitation. No treatment was provided. Per the physician, the cause of the tricuspid regur gitation was unknown. In addition, the valve contributing factor to the regurgitation was unknown. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.